Event description:
The customer reported the fluoroscopic image was intermittently lost both monitors. This issue will effectively eliminate the ability to view a real time image. No patient death or serious injury was reported related to this event.

Manufacturer narrative:
The customer declined any further service. No replacement components were identified or ordered by the customer. No additional service information was provided.